Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
Treatment with the orbital atherectomy system was performed on a heavily calcified lesion in the distal superficial femoral artery (sfa). After orbital atherectomy was completed with one treatment each on low, medium, and high speeds, it was observed that a small portion of the viperwire guide wire spring tip had fractured. The fragment was too small to retrieve via snare, so the fragment was stented to the vessel wall. No additional patient complications were reported.